Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery connector needed to be replaced. The power module was sent in for repair.

Manufacturer narrative:
Main investigation conclusion: the power module (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested. The 12v battery clip was replaced resolving the black discolored cable and battery clip contact issue. The unit was allowed to run for several days without issues. A full functional checkout was performed and the unit passed all tests. The power module was returned to customer site. The replaced 12v battery clip was forwarded to product performance engineering (ppe) group for further analysis. The 12v battery clip was further evaluated by ppe. The battery clip was found to be charred on the positive terminal of metal contacts. No further testing was performed on the returned battery clip. Additional information provided on 11oct2021 stated that the power module had the issue during routine preventative maintenance and biomed reported the battery connection issue. The power module was repaired, returned, and functioning as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.